Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-07253. It was reported the pt had noticed the stimulation was no longer from her hip area and below, but was up to her chest. The pt reported the stimulation was painful, and had stopped using the sys. The pt reported she had rec'd reprogramming in the past but it had not resolved the issue. The pt was advised to continue to recharge the sys. Attempts had been made to contact the pt for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.